Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/20/2016 with the following findings: during testing, the meter immediately emitted an error 1 sub code 5 upon start up. The pump and meter could not be paired because the error 1 message could not be cleared.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that a meter error 1 had emitted and the error was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.